Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k is unknown due to specific device not being reported. A review of the sterile certificates and/or final endotoxin reports was performed. The sterile lots were accepted with conformance to the requirements. The reason for the reported revision due to an infection cannot be conclusively determined; however, it may be related to a patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 304-21-07 - 6.5mm platform fx stem left 6791916, 320-38-10 - equinoxe reverse 38mm humeral const liner +0 7229252, 315-35-00 - glnd kwire a058634, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm a141142, 531-20-00 - shldr gps rvrs drill kit a180178, 320-15-05 - eq rev locking screw a234886, 320-15-01 - eq rev glenoid plate a236741, 320-10-00 - equinoxe reverse tray adapter plate tray +0 a243329, 320-01-38 - equinoxe reverse 38mm glenosphere a243540, 320-20-00 - eq reverse torque defining screw kit a258137, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm s260775, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s350820, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm s374772.

Event description:
As reported, approximately 1 year and 9 months post the initial left reverse total shoulder arthroplasty, the patient underwent a two stage revision due to infection. Everything was removed and a cement spacer was inserted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.